Manufacturer narrative:
A ge service rep performed an onsite investigation. The pacs system settings were evaluated and configured. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.